Manufacturer narrative:
This initial medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From the information provided from the reporter, the surgeon did not use the mobi-c distraction forceps which are used to create parallel distraction because the caspar distraction alone may not be strong enough. Indeed it is important to achieve parallel distraction to ensure a good insertion of the device and avoid disassembly. Moreover the reporter does not know if there was a rotational move or the device was implanted with an angle or not. And in the surgical technique, it is mentioned to avoid rotational move and angle during insertion. From information provided, based on the product history records and the recurrence of this type of event for this implant, the cause for the event is a user error. The investigation found no evidence to indicate device issue. Root cause: user error (instruction was not followed). Not returned.

Event description:
Mobi-c p&f us: disassembled in the patient. Implant was loaded and placed in the patient and it fell apart. The disassembly occured during insertion into the disc space. The surgeon then asked if the implant could be put back together but he was advised not to and another implant was used. Additional information received by email on (B)(6) 2018: the patient is healthy. There was no delay in the procedure that exceeded 30 minutes. The surgical technique was followed (depth stop was set to 0). Implant was loaded correctly on the implant holder. There was no resistance encountered while inserting the prothesis. The reporter says that he do not know if the prothesis could have been inserted with an angle or not or if a rotational movement was done during the insertion. He added that the surgeon did not use the mobi-c no touch level and did not get far enough to use the mobi-c distraction forceps.

Event description:
It was reported that during surgery, a mobi-c implant disassembled upon insertion. The surgery was finished with another implant. There was no reported patient harm or additional impact to surgery.

Manufacturer narrative:
A3 was entered in error. The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.